Manufacturer narrative:
The lead was returned severed 113 millimeters (mm) from the terminal pin with only the proximal segment returned. Resistance tests were completed on this segment to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this lead was completely explanted during a device change out procedure. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. Upon interrogation, a message indicated low out of range impedance measurements was detected and eri was reached as well. Review of daily measurements revealed both pace and shock impedance measurements were out of range. Additionally, loss of capture at maximum output was noted. An invasive procedure was performed. This device was explanted and successfully replaced. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.